Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification, and detritus buildup around the devitrification area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the heat shrink tubing open end exhibits moderate scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 33,831 joules used and 7:47 minutes expended. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with second fiber.

Manufacturer narrative:
(B)(4). Device code (B)(4) (no code available) refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that "after a few minutes of the procedure, the laser beam fired forward." However, the procedure was "completed with this device." Patient outcome: "stable." There was no injury to the patient reported.